Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas alleging the pump self-rebooted 4x prior to contacting animas. At the time of troubleshooting, the reporter confirmed there were no low battery or replace battery warnings prior to the pump rebooting. The patient's mother stated the battery cap was only 3 months old. She confirmed the battery cap was secured properly to the pump and replaced the pump's battery the day prior to when the alleged issue began. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: rebooting was observed in the black box. There were no alarms related to the complaint in the alarm history. No damage was found to the battery compartment or cap. The pump powered on normally and was exercised for 24 hours without interruptions. The battery cap was tested and no contact defects were found. The pump was opened and no damage was found to the power circuit.